Event description:
Pt underwent cataract surgery on 03/26/98, and implantation of a staar model aq-2010v intraocular lens in the right eye. The surgeon stated that the lens was found to be torn during the insertion process. While removing the torn lens and additional manipulation the surgeon tore the capsule and an anterior vitrectomy was done. The surgeon implanted another lens in the sulcus.